Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during an unknown surgery, an intrfx adv - lg 30mm inserter's cannulation clogged. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed. The exact date of the event was unknown. However, it was reported that the event occurred in 2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found scratch marks along the overall surface indicating heavy use in the field. No obstruction of the canula was found. No other anomalies could be observed. A functional testing was performed by passing a pin gage through the canula. The pin gage passed through the whole canula as expected. The overall complaint was not confirmed as the observed condition of the intrfx adv - lg 30mm inserter would have not contributed to the complained issue. Based on the investigation findings, the potential cause cannot be established since no defect was found. As per IFU complex devices, such as those with tubes, hinges, retractable features, mated surfaces, and textured surface finishes, require special attention during cleaning. Manual pre-cleaning of such device features is required before automated cleaning processing. Prior to sterilization, instruments should be thoroughly cleaned by either automated or manual means described below. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.